Event description:
It was observed that during the device evaluation, the colonovideoscope had image noise. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image noise was due to damaged charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.